Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details provided. B.2 required intervention was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-22864. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2024-22864 was submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during impella 5.5 support for a 47-year-old male patient, there was excessive jp drain output. Axillary washout and exploration was performed. The patient was given one unit of packed red blood cells. The patient expired while on support after arrest on the unit. The relationship between the impella and cause of death is unknown.